Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Dear sir or madam, we received information from a customer that 6 pieces of bd ultra-fine pen needles pro 4mm from a package are defective. It is a package with ref 320561, lot 4282235 with an expiration date of 09/2025. Her insulin could not be completely emptied. The customer has been using the needles for a long time and is familiar with their handling. We look forward to your feedback. Best regards, xxxxxx.